Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: phenomenon (1): as to probable cause, since cp board failure was confirmed, it was determined that the phenomenon [front panel not working properly] occurred due to printed circuit (cp) board failure. Phenomenon (2): as to probable cause, since reproduction of error code b40 was not confirmed and since failure was not confirmed, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had error code b40. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.